Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 9 days after the implantation of a multifocal intraocular lens (iol) into the right eye (od) the patient complained of halos and blurry vision. About three and a half months after symptom onset, the initial iol was removed and replaced with a different model lens. In the surgeon's opinion, the most likely cause of the event was iol complications specifically glare and halos. The surgeon reports a successful post exchange outcome.